Event description:
It was reported that during a post-implant check of an asymptomatic patient, a loss of capture was observed on the left ventricular lead. A chest x-ray revealed that the lead had become dislodged. It was explanted and replaced. The patient was noted to be in stable condition throughout the event.

Manufacturer narrative:
UDI (di): (B)(4).